Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Customer reported error 297 at start up. Fse reprogrammed system's common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is due to the software converting to a non-clinical (golden image). This issue can be resolved by having the fse reprogram the system. This issue is also captured in the clinical risk analysis, gen5, system (818555-10, rev v) via risk ID g5-sys-5637.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported error 297 at startup. The system is not posting to onsite. Popup logs show 297 and 307 with some 311's. The 311 error is a golden image errors. The reporting node for 311 is surgeon side console(ssc) node 33. Most likely reprograming will resolve the issue but bring a common computer controller (ccc) and siox card cage for sim. This is a down system. There was no patient involvement.